Event description:
A surgeon reports that following intraocular lens (iol) surgery, a pt reported blurred vision at all distances and halos. Upon examination, the surgeon noted the lens appeared to have a full thickness brown haze that covered 1/4 to 1/3 of the nasal optic. The pt has undergone a yag laser procedure and lasik procedure since the implant.

Manufacturer narrative:
The prod was not returned for analysis. The lens remains implanted. Results from the prod history record review indicated the prof met release criteria. Lot and batch records were reviewed and documentation indicates the lens met release criteria. There are no other reports in the lot. Add'l info was requested by mail and by fax on 02/05/2008; by phone and email on 02/06/2008. The surgeon completed and returned the questionnaire on 02/22/2008. A clinical science site visit was conducted on the day before. The pt's lens was observed under slit lamp. The lens appeared to have a glistening-like appearance with an atypical presentation. However these findings could not be confirmed as the lens remains implanted. The surgeon agreed to keep us updated if there were any changes to the pt's status.